Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was used. When accessing the laa the was became kinked. This may have been caused by single hand torquing. It was noted that a watchman closure device had been deployed and recaptured through this was. The device was removed and the procedure was completed with another was. No patient complications were reported and the patient's status is stable.